Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.